Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing. A revision procedure was performed and the rate/sense channel was surgically abandoned and successfully replaced. No other adverse patient effects were reported.